Event description:
It was reported that the product completely melted black insulation and fried everything it touched. It was also reported that it was the initial use of the product.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.